Event description:
It was reported that during an implant procedure, the lead dislocated after it was implanted. It was also reported that it was difficult to advance the stylet into the lumen of the lead. Visual inspection and x-ray revealed defect in the wire continuity in the mid part of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The full lead was returned and analyzed. It was noted that all conductors were distorted with blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). A cosmetic cut was found on the outer insulation. It was also noted the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.